Event description:
It was reported that the pta balloon would not retract through the 7fr sheath. The balloon and sheath were removed as a single system without issue. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Evaluation of the returned sample found the distal portion of the balloon protruding from the distal end of the introducer sheath. The introducer sheath was examined and the distal tip of the sheath was noted to be flared, likely indicating retraction issues. An attempt was made to retract the balloon from the introducer sheath, but was unsuccessful. The balloon was able to advance through the introducer sheath. Fiber disturbance was noted 6.2cm from the distal tip and continued proximally for 0.6cm. Based on the returned sample condition, the complaint investigation is confirmed for a longitudinal balloon rupture and sheath retraction issues. It is likely that the reported balloon rupture contributed to the retraction issues. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issued contributed to the reported event. Specific warnings, precautions and directions for use of the atlas pta dilation catheter are included in the current instructions for use (IFU). Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was......